Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. There were multiple alarms that occurred during the treatment, prior to discovery of the fluid leak. There were air detected in cassette alarms and a patient line is blocked message. The patient was in drain 3 of 3 when they contacted ts for assistance. The ts representative advised the patient to reboot the cycler. After rebooting, the patient was unable to bypass the alarms. The treatment was cancelled, and upon removing the cassette from the cycler, the patient observed fluid leaking out of the cassette door. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. Upon follow up, the patient reported seeing large air bubbles inside the cassette. The patient completed their treatment by performing a manual exchange. They verified being trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was also reported to be available for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, a leak was traced to the backside of the cassette (on the cassette film). During visual inspection of the device under a microscope, a hole was identified in the cassette film. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the hole identified on the cassette film, and the leak that occurred during disinfection of the device, the investigation into the complaint was able to confirm the reported event.